Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but was working with a physician or manufacturing representative. It was further noted that the patient had not sought further help. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a knee replacement recently. The patient was in pain and wanted to use their stimulator but had forgotten how to. This issue started around (B)(6) 2015. It was noted that the equipment was not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working a doctor or manufacturing representative. The patient then reported that they did not currently have a doctor. The patient stated that they were dissatisfied with their implantable neurostimulator (ins) and it had been 2 months since they had been able to activate it. The patient was trying to contact someone to help but had not had success. The patient stated that "right now they thought that the only solution was to have it taken out."

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).